Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. During the visual inspection, it was identified that the flange component had a split near to the connector. The complaint is confirmed. CAPA-0007682 was opened on 08/mar/2023 for bivona tracheostomy tube to address a full root cause investigation for damaged flange/neck strap issues, CAPA has been completed on 26/feb/2025. The probable cause is due to an error during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a crack in the wing of the cannula. The event occurred while in use with patient and there was no human harm.